Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of reservoir puncture and device malfunction was confirmed. Based on a review of all available information, the cause of the reported event was due to a fluid leak identified in the reservoir shell that was the result of fatigue at corner of a fold with a hole present. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a reservoir puncture related to the event. The product analysis results and event report provided no objective evidence that would warrant further escalation. Pump analysis: the returned device was analyzed and the reported allegations did not confirm the device malfunction. Based on a review of all the available information, the cause of the reported event could not be determined. During analysis the pump was functionally tested and failed the activation test.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly resulting from holes in the reservoir that began two weeks prior to procedure with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted. The patient got well following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly resulting from holes in the reservoir that began two weeks prior to procedure with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted. The patient got well following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly resulting from holes in the reservoir that began two weeks prior to procedure with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted. The patient got well following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of reservoir puncture and device malfunction was confirmed. Based on a review of all available information, the cause of the reported event was due to a fluid leak identified in the reservoir shell that was the result of fatigue at corner of a fold with a hole present. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a reservoir puncture related to the event. The product analysis results and event report provided no objective evidence that would warrant further escalation.